Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the ulcer and the skin inflammation/irritation cannot be ruled out. Folliculitis is related to device use, although non-serious. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm). Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional device serial #: (B)(6), manufactured december 13, 2020.

Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of a medical record received by novocure on (B)(6) 2024, it was noted during an outpatient appointment on (B)(6) 2024, that the patient experienced a shallow ulcer on the right anterior scalp with scabbing. The patient treated the ulcer with topical creams and avoided the area when placing the arrays. The physician noted that the ulcer looked worse since the previous visit, prescribed oral antibiotic treatment (cephalexin) as a precaution and referred the patient to dermatology. The patient was advised to temporarily discontinue optune gio therapy. In addition, the physician observed that the patient experienced mild skin irritation and mild to moderate patchy erythema consistent with dermatitis associated with optune gio therapy. During a radiation oncology follow up appointment on (B)(6) 2024, the physician reported that the shallow ulcer had resolved. The patient had consulted a wound clinic where the ulcer was treated with honey and used topical antibacterial medication. Furthermore, it was reported that the patient experienced pruritus and folliculitis, both of which improved. According to the treatment plan, the patient was prescribed an unspecified oral medication to manage scalp itching associated with optune gio therapy. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
On november 11, 2024, novocure discovered the age at time of event and date of birth was incorrect in the initial report. Correct age at time of event is 70 years old and date of birth is (B)(6) 1953.